Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a posterior and an anterior repair procedures for treatment of pelvic organ prolapse. The pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4). MDR ref #: 9615742-2012-00221 (avaulta posterior system). Note: this report corresponds with bard's report #(B)(4) for an "avaulta anterior".